Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -15.5/+1.5/015 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2020 the lens was exchanged with a longer length lens due to low vault and lens rotation. The problem was resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h6- result code 213 should be added to the previous MDR. H6- conclusion code 4310 should be added to the previous MDR. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h6: codes were accidentally submitted and are not applicable from previous MDR supplemental #2. Claim# (B)(4).